Event description:
Rptr had implant in 11/16/88. She was 57-yrs-old. The surgery was done for reconstruction. In 1990 she developed pain behind the implant, capsular contracture and swelling of her legs and feet.